Manufacturer narrative:
No sample or lot number information was received by manufacturer for evaluation. As no complaint sample or lot number information is available, no lot specific investigation can be performed. All batches are released according to the required specifications. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported an unexpected outcome following an intraocular lens (iol) implant in which viscoelastic product was used during the procedure. The patient's postoperative refraction was more than two diopters of myopia while the patient preoperatively was hyperopic. The surgeon reported that possible retained viscoelastic contributed to the outcome. Additional information has been requested.